Event description:
It was reported that three days post implant, the lead exhibited less than 200 ohms impedance. When the lead was explanted, it was noted that it had not dislodged, but was completely twisted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.